Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after cauterizing when making the cut the clamp is stuck in the fabric and the surgeon has to release it by force. There was no patient involvement.